Event description:
It was reported that during implant of this lead, the physician experienced difficulty in getting a guidewire down the lumen of the lead. There was no breach of the lead observed. The physician decided to remove this lead prior to pocket closure and another lead was successfully implanted. No adverse patient effects were reported. The lead was returned for analysis.